Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinician experience an event in intensive care unit (ICU) on 25jul2024. The event devices were removed around 1400 - 1500. The infusions were normal saline, norepinephrine and zosyn. All three infusions were attached to the same pc unit and were each a primary infusion. The pc unit did not power down in any of the infusions listed below: "normal saline rate ¿ 100 and vtbi ¿ 1000. 'Paused' events occurred 2-3 times on this infusion. Clinician stated the infusion stopped at 8:44am and the device was alarming ¿paused¿ and the standby light on the pump module was blinking with an audible alarm. The clinician restarted the infusion by pressing the restart key. Norepinephrine 4mg/250ml dose 0.14. The starting programmed dose was 0.14 and at 8:56am, the infusion paused itself, changed the dose, and was beeping. Clinician pressed the start key and left the patient room. She then questioned if the dose was correct and went back to the device and reviewed the programming and it displayed 0.1406. She changed the dose back to 0.14 by selecting the channel, entering the correct dose and pressing the start key. " zosyn rate 25ml and vtbi 100. 'Paused' events occurred 2-3 times on this infusion. Clinician stated the infusion paused itself and the yellow light was flashing. On the pcu it displayed the rate (which stayed the same) and remaining vtbi and she pressed the start key." There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : unique identifier (UDI) #. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported complaint of pause and restart issues on several pump modules was confirmed in a review of the device logs. ¿ a review of the pump module s/n (B)(6) logs observed that ¿normal saline¿ pause event was due to a remote IV infusion (ivfluid) received and started at 8:46 am on (B)(6) 2024, the module was channeled off at 9:08 am. ¿ a review of the pump module s/n (B)(6) for zosyn (piptazo) pause events was due to three (3) remote IV infusions that were received at 9:10 am, 9:11 am and with the last one being started at 9:12 am. ¿ a review of the device logs observed that ¿norepinephrine¿ pause event and dose change was due to a remote IV infusion received at 8:52 am on (B)(6) 2024, and the user pressing the key up which increased the dose to 0.1406mcg/kg/min and the infusion was started. ¿ the probable cause was identified (pr (B)(4)) as a backlog of apr (automated programming) messages on the cce (care coordination engine) server, which occurred because the systems manager (sm) services were down. This may have caused one of the cce components to enter a "faulty" state and become unresponsive. ¿ after rebooting the sm servers, the queues were cleared, and the backed-up apr messages were sent to the appropriate target devices, which led to confusion among the staff. ¿ the asm preventive maintenance task and functional testing performed on the suspect pump module and suspect pcu device observed no anomalies. ¿ the alaris system user manual- with v9.33 model 8015 contains information regarding programming with interoperability and guardrails suite mx. ¿ the implementation of interoperability does not preclude a clinician from manually programming the alaris system. Manual programming is required in the event of a failure in any component of the interface system. ¿ workflow instructs the user to review and verify that all parameters pre-populated on the alaris system are correct prior to starting the infusion. ¿ inspection of the suspect pump module did not observed any anomalies that would contribute to the reported event. ¿ inspection of the suspect pcu device observed a third-party front case and battery assembly. ¿ a medical device safety alert was sent out on (B)(6) 2022, warning customers to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. ¿ bd recommends the use of bd-manufactured parts in the safe and effective operation and maintenance of the alaris system. ¿ third-party parts have not been validated by bd for safety and efficacy with alaris system products. ¿ no errors or malfunctions observed on the returned devices related to the reported complaint. ¿ devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of pause and restart issues on several pump modules was due to unexpected remote IV infusion received. An associated complaint (pr (B)(4)) was opened for server issues and the probable cause was identified as a backlog of apr (automated programming) messages on the cce (care coordination engine) server, which occurred because the systems manager (sm) services were down. This may have caused one of the cce components to enter a "faulty" state and become unresponsive. After rebooting the sm servers, the queues were cleared, and the backed-up apr messages were sent to the appropriate target devices, which led to confusion among the staff. Note that this report lists imdrf annex a09, a0404, a040502, g0301201, g02017, g04090, c07, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that clinician experience an event in intensive care unit (ICU) on (B)(6) 2024. The event devices were removed around 1400 - 1500. The infusions were normal saline, norepinephrine and zosyn. All three infusions were attached to the same pc unit and were each a primary infusion. The pc unit did not power down in any of the infusions listed below: "normal saline rate ¿ 100 and vtbi ¿ 1000. 'Paused' events occurred 2-3 times on this infusion. Clinician stated the infusion stopped at 8:44am and the device was alarming ¿paused¿ and the standby light on the pump module was blinking with an audible alarm. The clinician restarted the infusion by pressing the restart key. Norepinephrine 4mg/250ml dose 0.14. The starting programmed dose was 0.14 and at 8:56am, the infusion paused itself, changed the dose, and was beeping. Clinician pressed the start key and left the patient room. She then questioned if the dose was correct and went back to the device and reviewed the programming and it displayed 0.1406. She changed the dose back to 0.14 by selecting the channel, entering the correct dose and pressing the start key. " zosyn rate 25ml and vtbi 100. 'Paused' events occurred 2-3 times on this infusion. Clinician stated the infusion paused itself and the yellow light was flashing. On the pcu it displayed the rate (which stayed the same) and remaining vtbi and she pressed the start key." There was patient involvement but no harm.